Event description:
The customer reported the key broke off in the machine problem began last night.

Manufacturer narrative:
The ge service rep verified problem and replaced key switch. He ran unit and all systems are good at time of boot test. The facility required immediate use of unit and complete operational checks were not completed.